Manufacturer narrative:
The device was evaluated and repaired in the field on december 21, 2017. Information extracted from service report: an issue wit the low voltage power supply was found. The low voltage power supply was replaced. The laser was tested and verified to function according to manufacturer's specifications.

Event description:
It was reported that during a surgical procedure "error 8" was observed. The device was reset and "different symbols" were observed on the display. The procedure could not be completed. No harm to the patient was reported.